Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and (B)(6) 2008 and mesh and obtryx were implanted. Dates not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent implant of obtryx mid-urethral sling and cystoscopy on (B)(6) 2005 due to sui. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy, cystocele repair performed during mesh implantation. It was reported that pt. Underwent a resection of vaginal mesh on (B)(6) 2008 due to erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.